Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be ~ 94 in/lbs., which is within print specification; two (2) of thirty six (36) individual torque readings were also found to be within print specification, with readings ranging from 88 to 101 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed the driver shaft is cracked; crack propagation appears to have initiated at stress relief fillet. Microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface, which is indicative of torsional load. Physical examination of the shaft outer diameter and material hardness were both found to be within print specification. The above observations are consistent with insufficient maintenance of instrument.

Event description:
It was reported that he patient underwent a posterior spinal fusion at c7-t7 to treat a metastatic tumor at t3-4. It was reported that the tip of the driver broke while tightening a setscrew. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.